Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet stopped automated dosing after the dexcom g7 failed to pair, resulting in no cgm reads and requiring the caregiver to administer subcutaneous insulin injections; troubleshooting included restarting the ilet, toggling settings, and reentering the pairing code, and the patient¿s blood glucose peaked at 253 mg/dl, consistent with a communication issue potentially linked to the antenna or related electrical component. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included unexpected medical intervention with medication in the form of manual insulin injections. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.